Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic, with complaints of lightheadedness on multiple occasions. Inhibition of pacing due to oversensing was observed. Lead replacement was recommended. No further information is available.